Event description:
It was reported that the right atrial (ra) lead impedance had been increasing gradually over several months. The pace threshold had also increased. The patient had a fall the previous (B)(6) 2020, but it was unclear if it was a contributing factor. Technical services recommended further evaluation of the lead. The ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).